Manufacturer narrative:
The field service engineer (fse) replaced a defective wash valve assembly. The fse noted air bubbles were observed in the instrument wash pump and replaced the wash pump stator. The fse proactively completed thermal and pump cassette modifications. The fse performed passing system check, high sensitivity system check, and quality control (qc). Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Patient samples were plasma and analyzed in 13x75 mm tubes. Cellular material was noted during the initial testing on all samples. The samples were stored at room temperature between reanalysis. Samples were centrifuged at approximately 8,500 rpm (revolutions per minute) for three minutes, at room temperature. Quality control (qc) was within the laboratory's acceptable range prior to and after sample analyses. All related medwatch reports associated with this event: 2122870-2012-01896, 2122870-2012-01897, 2122870-2012-01898.

Event description:
The customer reported elevated troponin I (access accutni) results, for six patients, on separate days, involving the access 2 immunoassay system. This is report one of three. Subsequent analysis of the patient sample, on an alternate access 2 system, recovered a lower result, within the normal reference range. The erroneous result was not released out of the laboratory. The reanalyzed result was issued to the hospital. There was no patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.